Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch verio 2 meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began approximately one month prior to contacting lifescan. The patient stated that the error message is intermittent. The patient manages his diabetes with self-adjusting insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient denied that any symptoms developed. The patient stated that he visited his doctor's office on (B)(6) 2015 after 1:00pm and he received hcp advice from his diabetes nurse to increase his insulin dose and spread it out over 4 times daily rather than 2 times daily. The patient denied having tested his blood glucose using another device. At the time of troubleshooting, the csr noted that the alleged issue was not resolved with performing a walk-through retest, the test strip completely drew in the blood sample, the test was performed using blood sample, the subject meter was not being used for the first time and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no evidence that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms and the reported treatment was a change in diabetes management and not for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.